Event description:
It was reported that the unit had been flickering on and off for several weeks. It was further reported that during a case, the light continued to flicker from run to standby while the cord was in use. There was no picture due to the flickering of the light. It was further reported that there was no harm to the pt and the case was completed successfully.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.